Event description:
It was reported to covidien that sensor was originally reading 98-99%. The patient fell asleep and the readings read 85-87%. The respiratory therapist started the patient on 1/2 liter of o2 and the reading increased back to 97%. Respiratory therapist noticed that in a while the reading drifted down to 83-85% with regular breathing. Respiratory therapist increased o2 to 1 liter with no change in readings. Sensor was replaced. With new sensor, readings went back to 98-99% and stayed there. No patient harm reported.

Manufacturer narrative:
(B)(4).